Event description:
A report was received that the patient was experiencing heart palpitations whenever running the stimulation high. It was noted that the patients palpitations were from the patients anxiety.

Manufacturer narrative:
Additional information was received that the physician believes that patients palpitations were just muscle spasms caused by the high rate programs. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing heart palpitations whenever running the stimulation high. It was noted that the patients palpitations were from the patients anxiety.